Manufacturer narrative:
No samples returned for evaluation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
The customer reported that the micro pin and a syringe were inserted into a vial. The user found it difficult to insert fluid due to high pressure. The vial shattered. Vial shattered. The staff member noted there was a third stream of fluid leaking from the hub of the micro pin. Staff member discarded the faulty product. They were unable to replicate the issue with other stock.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.